Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by diarrhea and abdominal pain. The cause of the event was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient started treatment with oral cipro (250 mg once a day also reported as ¿occasionally¿) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains on cipro. No additional information is available.